Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00821.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, the microcatheter kicked out of the aneurysm and the physician was unable to fully advance the smart coil into the aneurysm. The smart coil was removed and the physician used a new smart coil. While advancing the new smart coil through the microcatheter, resistance was met and both the smart coil and the microcatheter were removed. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the smart coil pusher assembly was intact. The pusher assembly was kinked approximately 4.0 cm from the proximal end. The introducer sheath was loaded backwards on the smart coil, with the pet friction lock on the distal end. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned devices revealed that the introducer sheath was loaded backwards on the smart coil. The introducer sheath was removed by the penumbra investigator, and the smart coil was re-sheathed correctly. Once properly sheathed, the smart coil was advanced out of and withdrawn into the introducer sheath. The second smart coil was not returned for evaluation. The non-penumbra microcatheter was clogged with coagulated blood, and could not be functionally evaluated. The root cause of this complaint could not be determined. Smart coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.